Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00661. It was reported the patient's t12 and l1 drg leads had migrated. The patient underwent surgical intervention where the leads were explanted and replaced with new ones restoring therapy.